Manufacturer narrative:
H3: product analysis # (B)(4), part # 7575300, lot # sv12b031. Visual and optical inspection confirmed one side of the rod sleeve holder has broken. The damage to the rod holder is consistent with bend stress overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a rod inserter used on patient having case of the l4-l5 minimally invasive transforaminal lumbar interbody fusion (mis tlif) with sextant ii therapy for l4-l5 central stenosis. It was reported that in post operative x-ray surgeon found a foreign body on the right side near the zig insertion site. It was understood that it was part of the rod gripper of the zig. This was not seen in pre-op images as the broken piece was far from the implanted area. Patient had the revision surgery next day for removal of the broken flange of the zig. There were no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the device was received at the facility as a defective product and has been used in prior procedure/ surgery.